Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery alarm noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer stated that she is having increasing issues with no delivery alarms. Customer stated that it has been happening more frequently but first she would get no delivery alarms when her vial was 3/4 gone, then it was 1/2 full and alarming, but now she is getting no deliveries a quarter of the way through her insulin. Customer stated that has a new set on now but has had to change the set and reservoir about 6 times. Customer reports alarm did not occur during manual prime. Customer has changed the set 6 times and it has not resolved the issue. Sending customer replacement pump and replacement infusion. The insulin pump will be returned for analysis.